Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box, lot #73b1600536 investigations did not show issues related to the complaint. The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Two of the extra-large clips placed near the kidney came off the after a moment. The clips being used were discarded. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The corrected catalog number was provided as 544230. Twenty samples were taken from the current production (544230 hemolok ml) lot # 73j1600779, a quality inspection was performed on the samples according to procedure and the issue reported "clip slipped" was not observed in the current manufacturing process. The root cause for the reported issue is unknown. The manufacturer will continue to monitor and trend related events.